Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 6229 gs, corrected data: additional information: d4 model # updated from 9738 to 26243 d4 serial # updated from a blank field to 3000029389 d4 unique identifier (UDI) # updated from a blank field to (B)(4). H4 device manufacture date updated from a blank field to 12/19/2018.

Event description:
The customer reported that the device did not provide an audible alarm during an alarm condition. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that the device did not provide an audible alarm during an alarm condition. No consequences or impact to patient were reported.